Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: during initial rewind after powering on the pump, the pump did not display piston position. This is normal pump function. All rewinds performed after initial rewind showed the piston position. The pump was functioning normally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that during rewind, the pump no longer showed them how far the piston was rewinding back to. There was no allegation of an adverse event with this complaint. This complaint is being reported because it could have an impact on insulin delivery.